Event description:
There was an allegation of questionable elecsys tsh assay results for 1 patient sample on a cobas e 801 analytical unit. The initial tsh result was 0.0212 uui/ml. The first repeat result was 9.31 uui/ml. The second repeat result was 9.39 uui/ml. The initial result was reported outside of the laboratory. The repeat results were deemed correct. The tsh reagent lot is 59730301 and the expiration date is 31-may-2023.

Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation could not identify a product problem. The root cause of the event could not be determined.